Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted within the distal section of the stent with struts lifted. The outer diameter of the undamaged crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 36mm in length target lesion was located in the severely tortuous, calcified, and 3.5mm in diameter right coronary artery. A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. However, when the device was withdrawn, the front end of the stent struts was noted to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 36 mm in length target lesion was located in the severely tortuous, calcified, and 3.5 mm in diameter right coronary artery. A 3.50 x 38 mm promus element long drug-eluting stent was advanced but failed to cross the lesion. However, when the device was withdrawn, the front end of the stent struts was noted to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.